Event description:
Pt was an outpatient undergoing upper gi. Table had been infull upright position (90 degrees) and pt had just swallowed barium. The radiologist had begun to lower table to horizontal position. Table was at 62 degrees, tech was right beside pt when the right side of the foot rest gave way simultaneously the pt was jolted by the loss of support, then the pt rapidly slid down the table the left side (of foot rest) gave way and pt landed on the floor. Pt to ER, pain medicine and follow-up dr visit.